Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer reverted to using another pump to manage diabetes. As the customer was not with the contact at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions was unable to be performed.